Manufacturer narrative:
A company service rep checked system; replaced power supply assembly to resolve performance problem reported, and returned it for further testing. Completed pm; system met specifications. Waiting for evaluation results.

Event description:
Reporter noted system turned off after placing infusion line; would not come back on. Patient was awake; had to do manual vitrectomy. Stated no patient injury occurred.